Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in half while inside the pt's cavity. The needle was retrieved and then the pt was x-rayed as a precautionary measure. Or time was delayed less than 30 mins.

Manufacturer narrative:
Initial report sent: 09/12/2008.